Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3487a-56, lot# v634065, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A healthcare provider (hcp) for a clinical study reported the device diagnosis was lead migration/dislodgement. During another interventional procedure it was noted the patient's right peripheral lead had migrated. Imaging was performed on (B)(6) 2015, which noted the lead had migrated. No action was taken and the outcome was unresolved with no further action planned. The event was related to the patient's device or therapy and was not related to the implant procedure. Indication for use was reported as non-malignant pain. If additional information is received, a follow-up report will be sent.